Manufacturer narrative:
This reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9800 system has a cable that is splitting and exposing internal wires. There was no report of patient or operator injury.